Event description:
At a refill visit in 2007, the expected reservoir volume was 9.6 mls. The actual reservoir volume was 7.2, a 28.5% volume discrepancy. At subsequent refill visits in 2009 and 2008, the volume discrepancy was 14.3% and 17.4%. The patient's condition in 2009 was reported as 'significantly improved' from baseline. There were no overdose or withdrawal symptoms. No device troubleshooting was reported.